Manufacturer narrative:
UDI information: (B)(4). A review of manufacturing records was performed and the device was found to have conformed to specification when released. A search for relative complaints for the same issue with the same product code and lot number for the last year revealed that this is the only issue. A review of complaint records for the previous 12 months did not show that this product family exceeded its upper control limit. The catheter was evaluated there was no visible damage to the millar sensor catheter material, or connector. The device passed electronic, noise and signal drift tests. The internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. The root cause was unable to be confirmed based on the evaluation provided. No further investigation or corrective action is anticipated. The root cause was unable to be confirmed based on the evaluation provided. No further investigation or corrective action is anticipated.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during resetting-zeroing the monitor, the monitor could not recognize the catheter, despite the proper connection of the cable to the catheter. A new intraparenchymal catheter was inserted and the patient had no consequences. There was a delay of 30 minutes in the procedure(replacement of monitor device and catheter).